Manufacturer narrative:
The reported field event of difficulty in engaging the setscrew was confirmed in the lab. The anomaly was determined to be consistent with the implant procedure. Upon bench testing the device, the right ventricular setscrew was found to have been completely backed out from its connector block as a result of unscrewing the setscrew too far. The setscrew inset was also stripped and septum debris was observed inside the setscrew hex cavity. The debris inside the setscrew cavity was removed and setscrew was re-engaged with the connector block and operated normally in affixing a test lead to the device. The device was further tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) implant procedure. It was noted during the procedure that the set screw would not tighten. The physician implanted a different ICD. The patient was stable throughout the procedure.